Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was unknown. Customer suspected that settings may need adjustment but could not confirm. Reportedly, the customer consumed sugary cereal to address the low bg. In addition, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.